Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 health effect - clinical code - e2305 cyanosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the sensor failed to alert, resulting in what the patient described as a ¿diabetic coma" and life-threatening (clarified as loss of consciousness). She emphasized that this remains an unresolved issue. The first incident reportedly occurred on (B)(6) 2025 (year unspecified). The patient stated she was found unresponsive at home after failing to respond to workers present in her yard. Her son answered the door and found her ¿blue¿ (suggestive of cyanosis/low oxygen). Emergency medical services (ems) was contacted. The patient was hospitalized for 6 days and reported regaining full consciousness. She also stated she was unable to perform a fingerstick during that event because no alert was received to indicate dropping glucose levels. The patient reported that at that time, her blood glucose was measured at below 24 mg/dl. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data has been requested but is pending evaluation. A follow up report will be submitted upon completion.